Event description:
It was reported that during an unknown procedure the tissue pad dropped after 1 hour and 30 minutes of operation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: p93w8e. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? The surgeon claimed that tissue pad partially melted down and came off from the clamp arm of the device during the surgery. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. There were no tissue pad detached issues observed during the test as reported the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.